Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer contacted to healthcare professional for skin irritation caused by the sensor tape. The sensor had communication issues as well. The sensor will not be returned for analysis.